Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was scratched. There was an associated wound enlargement as well. The sales representative followed up with additional prepping technique and confirms there has been no further issues. Additional information was requested.